Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat swallowing difficulties performed on (B)(6) 2025. During the procedure, when the balloon was introduced through the endoscope for the initial inflation, the balloon began to expand normally but then technician felt a subtle loss of pressure, but no pop. When the balloon was deflated very little water returned to the syringe. The physician opted to proceed without switching to a new balloon. The syringe was refilled to 35ml and the balloon reinflated, but the balloon was only able to inflate to 19mm. Post procedure, after deflation and removal of the balloon through the working channel, only about 25ml of water was withdrawn into the syringe when the balloon was fully deflated. The device was inspected and identified a small puncture near the distal end of the balloon, close to the area where the guidewire passes through. The procedure was completed with another cre pro wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.